Event description:
As per received medical records: "she was playing a board game at her dining room table. She noted her foot was up a little bit, and when she went to get up, she heard a pop and could not bear weight. She had a dislocation reduced last night.

Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was confirmed by medical review. Methods & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant revealed: ¿on july 3, 2011 it was noted, ¿dislocated right total hip. Underwent a successful closed reduction last night.¿ on july 11, 2011 she was noted to be ¿asymptomatic ¿ brace ¿ x-ray looks good¿. Office visits of august 12, 2011, october 3, 2011, january 16, 2012, and february 22, 2012 are essentially unchanged clinically with some discomfort and description of unchanged x-rays of the right hip." [...] No examination of any explanted components is available. This entire complex clinical picture relates to the sequelae of a mrsa periprosthetic infection originally diagnosed six months status-post primary total hip and treated conservatively for nine years until implant removal and antibiotic spacer was implanted. Previous and subsequent dislocations were related to persistent sepsis and revision surgery. There is no evidence that factors associated with any stryker implant design, manufacturing or materials contributed to this complex clinical history.¿ -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation confirmed the reported event of dislocation and the root cause was noted to be due to the patients infection. The clinician noted in the medical review that the dislocations are related to persistent sepsis and ¿there is no evidence that factors associated with any stryker implant design, manufacturing or materials contributed to this complex clinical history.¿ no further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As per received medical records: "she was playing a board game at her dining room table. She noted her foot was up a little bit, and when she went to get up, she heard a pop and could not bear weight. She had a dislocation reduced last night.